Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 2251785. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd q-syte closed luer access device was leaking. The following information was provided by the initial reporter, translated from chinese to english. When using a non-invasive needle to connect the patient to the infusion port, it was discovered that the separator needleless sealed infusion connector was leaking and was replaced immediately.